Event description:
The facility representative reported a colleague infusion pump with a failure code 550:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure 550:320:654:0000 was confirmed and reproduce during evaluation. The cause of this condition was determined to be a damaged speaker harness. The main speaker harness was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.